Manufacturer narrative:
Reported event of premature discharge of battery and failure to interrogate were not confirmed. As received, the device was at elective replacement indicator (eri). Analysis of device image indicated device operated in high pacing output settings and autocapture was enabled during implant period. Device was successfully abled to be interrogated with the inductive wand. Longevity assessment was normal with no anomalies found.

Event description:
It was reported that patient presented to the hospital after experiencing syncope. Upon evaluation, it was noted that patient's pacemaker was not able to be interrogated. It was also noted that the pacemaker exhibited premature battery depletion, the patient was treated with trigger point injection (tpi). The pacemaker was explanted and replaced. The patient was stable.